Event description:
When securing and locking down the trocar, the plastic shield cracked and parts fell off. Incision was completely covered at the time of occurrence and all pieces were accounted for. This was a reprocessed trocar. There was no harm to the patient and there was no delay in the procedure.